Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after the low anterior resection, no leak was found during the leak test and the tissue specimen were confirmed normal. One or two days postoperatively, a leak was observed, the pt was re-operated and a colostomy was performed.